Manufacturer narrative:
Other relevant device(s) are: product ID: 8840, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8870bbu01, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The full name of the initial reporter was provided. "Unterdosierung nach falsch programmierung" was clarified to mean "underdosing after wrong programming." The serial number of the pump, programmer, and software card was provided.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 3 mg/day) via an implantable pump for an unknown indication for use. Concomitant medications included clonidine. It was reported the pump was refilled on (B)(6) 2018 with a change of concentration (3.7 mg/ml to 20 mg/ml). A bridge bolus was programmed, but the wrong daily dose was entered (0.3 mg/day instead of 3 mg/day). Due to this, the patient went in on (B)(6) 2018 with withdrawal symptoms (more pain). The pump was reprogrammed on the same date. The issue was resolved. The pump remained implanted and in service. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. When prompted for contributing factors and troubleshooting performed, the answer provided by the representative was "n.a." The title of the source document was "unterdosierung nach falsche programmierung." Translation for this was requested.